Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the peeling of the ultrasonic probe could not be identified the event may be prevented by following the instructions for use which state: "·do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. ·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional issues were identified during the device evaluation: abrasion of the rubber bond, damage to the insertion tube due to biting of the corrugated tube, inability to fix the angle due to deterioration of the friction plate, insufficient angle due to angle wire elongation, and cable damage due to physical load. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard annual inspection of a customer-returned loaner asset, the evis exera ii ultrasound gastrovideoscope was found with a missing piece. The parts fell off the probe unit because of physical stress caused by dropping and/or knocking the affected part against a hard surface or object, as well as chemical stress applied during the cleaning and sanitization process as a result of physical load peeling of the ultrasonic probe surface. Additionally, the acoustic lens was peeled. The customer did not report any problems associated with the device, and there was no patient or user injury, or harm reported to olympus.